Event description:
It was reported that a swan ganz catheter was unable to pace during use. Information such as the background of malfunction occurrence, the phase when the catheter got unable to pace, what kind of surgery or examination the catheter was used for, if the patient had cardiac conduction defect, if the catheter was replaced, and date of event is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A product risk assessment was previously generated to cover full open and intermittent condition at tip for bipolar pacing catheters for products nonconformance with moderate, major, or critical severity. Additionally, a CAPA was generated to address the pacing difficulty failure effect for bipolar products with full open, intermittent, and short conditions and is in the implementation phase. The root cause was related to manufacturing. The japanese IFU provides instructions to handle the catheter with caution for proper functioning of the pacing catheter. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of pacing issue was confirmed. Continuity testing confirmed a full open condition in the distal circuit. The proximal circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The distal lead wire was found to be broken/detached around the solder joint. It was confirmed that the distal circuit was continuous from broken lead wire to distal connector pin. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min. Without leakage. No visible damage or defect was observed from the balloon, windings returned syringe and catheter body. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.